Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was difficult for the right ventricular (rv) lead to pass through the tricuspid valve due to the patient's anatomy. After multiple attempts the lead cavity was blocked. A new lead was used to complete the implant procedure. No patient complications have been reported as a result of this event.